Manufacturer narrative:
The insulin pump alarmed failed battery test due to battery tube connector not plugged in properly. However, the insulin pump functioned properly after disconnecting and reconnecting the battery tube. The insulin pump was unable to perform rewind and basic occlusion, prime, the excessive no delivery and displacement test due to constant failed battery test alarm. The insulin pump was received with scratched lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the no delivery alarm recurred. The customer reported that they were having high blood glucose due to no delivery alarms. The customer's blood glucose was over 600 mg/dl at the time of incident. The insulin pump will be returned for analysis.